Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and was depleting quickly, that the touch screen was intermittently over sensitive or unresponsive, and that customer intermittently experienced difficulties loading cartridges onto the pump. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.